Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. Per service reports, neither the fault reported by the customer could be verified nor another fault was found during evaluation; therefore, this complaint cannot be confirmed. The tamper proof seal of the device was found to be missing and this is an indication that someone not authorized has opened the device. As the reported problem was not confirmed, a root cause for the issue that was experienced by the user cannot be determined. Since no failure was identified with the device, a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by affiliate via service request that the fms vue pump-shaver box is defective. The customer complaints about very slow reaction response of motor pumps. The customer says that feature is not good, they prefer use the old duo pump because it have an instantly reaction. The device is available to be returned for evaluation.